Event description:
Home monitoring reported lead impedances of greater than 3000 ohms on this date as well as several times within the last month. Periodic iegms show noise on lv lead in (B)(6) 2020. Patient to be brought in for interrogation. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.